Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide your age, body weight and height at the time of this surgical procedure. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2012 and the mesh was implanted. During the procedure , the surgeon used a laparoscopic approach and buckle and suspender technique to repair the hernia. Since the day after the procedure, the patient experienced a persistent/chronic abdominal pain that feels like the mesh is in a ball under the ribcage. It was also reported that the patient saw the surgeon for follow up a few times and asked about the pain she was experiencing. The patient was seen in the emergency department two years after the procedure for the abdominal pain where she was treated with an injection for pain and instructed to follow up with her family doctor. During follow up, an ultrasound was performed and showed a recurrent hernia. It was also reported that the recurrent hernia has not been treated. The patient reports no medical or surgical intervention but the ultrasound and possibly additional imaging were done, although she does not recall specifics. Additional information has been requested.